Manufacturer narrative:
(B)(4). Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm during rewind. Customer was able to complete pump rewind. Customer stated that they performed displacement test and insulin pump passed it. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.